Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.50/+3.5/084 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced glare/halos and the problem was resolved. The surgeon did not implant another lens. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic broken. Dimensional found the lens to be within specifications. Claim# (B)(4).